Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the cutters failed due to an incomplete cut and are returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that there was a malfunction prior to surgery. At product evaluation investigation this cutter did not pass the cut test. No adverse events were reported as a result of this malfunction.